Manufacturer narrative:
Event date: exact date unknown, event occurred two months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has been dead for months. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.